Event description:
It was reported that there was nothing special or difficult about the left anterior descending (lad) coronary artery with mild calcification and 75% stenosis. The lesion was stented and the 2.75 x 12 mm nc trek balloon was advanced for post-dilatation. The balloon did not inflate. The inflation device and the 3 way stopcock were replaced and again inflation was attempted but the balloon did not inflate and the device was losing pressure. When the device was removed, the balloon was noted to have a portion hanging off but it was not completely separated. A new unspecified balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported tear in the balloon; however, the reported leak and inflation issue appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.